Manufacturer narrative:
Weight: unk race: unk. Ethnicity: unk. Explant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -04.50/+2.0/093 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was reported as low vaulting with lens rotation. The lens was repositioned on (B)(6)2021 but the problem was not resolved. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).